Event description:
Adverse event(s): "thermal injury" (burn, corneal) product problem(s): "device problem unknown" (no known device problem). The nurse reported that a thermal injury occurred at the incision site. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He performed a preventive maintenance activity and cleaned and lubed the plungers and replaced the tubing. No samples will be returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was previously provided to the customer. (B) (4). (B) (4).